Manufacturer narrative:
This male pt with unk age and weight was admitted for pta procedure to a 100% stenotic lesion in a shunt (vessel unk). A xemex 4fr guiding sheath was placed and an aqua va1610r guidewire was advanced through the lesion. A slalom thrill 4mmx4cm balloon was placed in the lesion and inflated. At approx 6 atms, the balloon ruptured. The balloon was removed safely and another slalom thrill balloon was used to complete the procedure without incident. There was no injury to the pt. Add'l info will be forwarded within 30 days of receipt.

Event description:
Balloon burst below rated burst pressure.